Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary. Customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that no insulin flows when priming. The samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 3 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows"

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows."